Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump would not turn on after inserting a battery. Blood glucose value was unknown at the time of the incident. The customer did not troubleshoot and did not return the product for analysis.